Manufacturer narrative:
A siemens customer service engineer (cse) visited the customer site. The cse found that the customer had poured cuvette conditioner into the cuvette wash bottle. The cse checked the alignments of all the probes, adjusted the reagent 2 (r2) probe at the wash station and replaced the sample-dilution probe (dpp). The cse checked all mixer alignments and cleaned the reaction-cuvette washers (wud) and dilution-cuvette washers (dwud). The cse cleaned the fluid bottle area, emptied the cuvette wash bottle, rinsed it with water and filled it with the correct fluid. The cse performed a wash2 operation on the instrument, performed a cv check, ran quality control materials and the performance was found to be within acceptable limits. A siemens headquarter support center (hsc) specialist reviewed the information in the complaint and the actions performed by the siemens cse. The are no reports of additional discordant results from the instrument since the cse visit. The hsc specialist stated that the discrepant results could have been caused by the incorrect fluid in the cuvette wash bottle and a compromised dpp probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results for carbon dioxide (co2_c), creatinine (crea_2) and gamma glutamyl transferase (ggt) were obtained for a patient sample on an advia 1800 instrument. The initial results were reported to the physician(s). The same sample repeated for carbon dioxide (co2_c) on the same day and the next day, resulting lower. The same sample was repeated for creatinine (crea_2) and gamma glutamyl transferase (ggt) on the next day and the results were higher. A new report was issued without any results, but with a comment stating that due to a sampling error, incorrect liver function tests were issued and are now deleted. There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide (co2_c), creatinine (crea_2) and gamma glutamyl transferase (ggt) results. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant carbon dioxide (co2_c), creatinine (crea_2) and gamma glutamyl transferase (ggt) results.